Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00087 on 05/19/2015 for falsely elevated troponin advia centaur xp tni-ultra results. On 5/21/2015 additional information: the siemens customer service engineer (cse) proactively replaced the pmt on the instrument as a precaution while troubleshooting the falsely elevated advia centaur cp troponin ultra (tni-ultra) results. The customer informed siemens that water treatment work was being performed by their trust company on one of their clinical wards at the time of the falsely elevated tni-ultra results. Siemens is unable to determine a definitive cause for the falsely elevated results for this incident, however it is likely that the water treatment and service performed by their trust company on the hospital water system and bacterial contamination may have been the contributing factor. The instrument is performing within specifications. No further investigation is required.

Event description:
Falsely elevated advia centaur cp troponin ultra (tni-ultra) results were obtained on patient samples by the customer, and considered discordant when compared to repeat troponin test results. The falsely elevated results were not reported to the physician(s). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. In determining a root cause for the falsely elevated troponin results, different lots of advia centaur xp troponin reagents were tested, the bulk reagent bottles, wash manifold and acid/base pumps were replaced. The water contamination testing was negative, however full system decontamination was performed. The actions performed by the cse were not considered the cause for the discordant results, however it appears to be attributed to pre-analytical sample integrity. Siemens has discussed with the customer, the standardization of specimen and handling collection, including specimen stand time and how this can have an effect on sample integrity. The instruction for use under the specimen collection and handling section states the following: "the following recommendations for handling and storing blood samples are furnished by the clinical and laboratory standards institute (clsi): collect all blood samples observing universal precautions for venipuncture. Allow samples to clot adequately before centrifugation. Keep tubes stoppered and upright at all times. Do not use samples that have been stored at room temperature for longer than 4 hours. Tightly cap and refrigerate specimens at 2-8°c if the assay is not completed within 4 hours. Freeze samples at or below -20°c if the sample is not assayed within 24 hours. Freeze samples only once and mix thoroughly after thawing. Frozen specimens can remain frozen up to 1 month in non-frost free freezers. Frozen samples must be centrifuged at 2200 x g for 10 minutes before analysis. The purpose of handling and storage information is to provide guidance to users. It is the responsibility of the individual laboratory to use all available references and/or its own studies when establishing alternate stability criteria to meet specific needs." The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications.